Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer did not recall his blood glucose at the time of admission. Customer stated they were experiencing high blood glucose since his surgery which he had a few days prior to the hospitalization. Customer stated he was hospitalized for a few weeks however does not recall the full details of it. Customer was wearing the insulin pump at the time of the hospitalization. The insulin pump is not returning for analysis.